Event description:
The MFR received info alleging a high temp alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The increased airstream temp (high temp alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.